Event description:
During an elective pci a pressure wire was taken and attempted to cross an aneurismal section of the circumflex (cx). The cx had a particularly angled take off so a bend was put on the tip of the pressure wire. The operator was unable to cross the lesion, so bent the tip further and again was unable to cross the area. Therefore, a secondary bend was made on the pressure wire radiopaque tip marker close to the connection with the main shaft of the wire. Several attempts were then made to cross the lesion, all unsuccessful. The operator attempted to remove the pressure wire and just straighten the stent as a bmw wire crossed the lesion well. While attempting to remove the pressure wire, it was noted the radiopaque tip marker was not moving and had become wedged in the left main extending into the cx. Several attempts were made to remove the tip marker using wires twice and twisting, and balloons twice while twisting. A physician from radiology was called and the tip marker was snared and removed. X-ray of the tip confirmed it was in the micro snare. The patient was admitted for observation and the following day no ill effects were noted. The physician reported he believes the event was related to the bends he put in the pressure wire tip marker.

Manufacturer narrative:
As the product is not yet examined, we are not able to identify a definitive root cause, but after review of our device history record, which shows full compliance with specifications prior to shipment, we do not believe there is any evidence of a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.